Manufacturer narrative:
This pump has been returned for evaluation, however, the evaluation has not yet begun. Once the evaluation is completed, a follow-up report will be filed.

Event description:
Vague report received from the facility's biomed that the pump keeps pumping even when the door is open. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available. Alternate contact information was requested but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associated with this report.